Event description:
It was reported that a time discrepancy in the pump settings occurred, with the displayed time being incorrect by more than five minutes. There was no adverse impact to the customer's blood glucose level as previous settings did not result in levels above 500 mg/dl or below 54 mg/dl. The customer was assisted by cts in updating the pump time and was advised to monitor the situation and follow up if the discrepancy recurs. The caller understood and acknowledged the guidance.